Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and simulated use testing was performed. The failure as reported could not be replicated. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the device was showing too high of a pressure. The IV pump and system were exchanged with no change. No addiiontal patient consequence to report.